Event description:
Wound separation reported in 2000 "during refill the hcp palpated the skin over the pump site and the skin split open. No frank pus. The pocket was irrigated and packed with antibiotic sponges. Cultures were sent. Two negative wound cultures returned." Device remained implanted at the time. Device explant was reported via annual device tracking report - no dates provided. Follow up with hcp revealed that device was explanted in 2000. Symptoms were drainage and incisional wound opening. The device pocket was the primary location of the infection. A culture was obtained at explant of the device pocket but no results were reported. The pt was treated with oral antibiotics and other treatment was unknown to the reporter. The pt outcome is unknown.